Event description:
It was reported that iui connectors are needing to be replaced occasionally. This was reported to bd representatives during their site visit. There was no patient involvement. Although requested, no further information was provided, and no device was returned for investigation.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an iui connectors issue was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.